Event description:
Information was received that during use of this smiths medical cadd extension sets, the sets cap attaches to the central line snapped off. It was reported that the patient may had been without med for almost 3.5 hours. Subsequently, restarted med at same rate 67ml/hr 10ng/kg/min and patient had restarted for about 20 min. No reported adverse effects or patient injury.